Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. Visual inspection was performed and showed the products were contaminated with blood. After disinfection, a leak test of the dialysate side was performed and for both samples a leak was found. The reported condition was verified. The cause of the leak was due to a crack in the welding seam. The cause of the crack was most likely due to non-optimal welding parameters resulting in a sub-optimal welding seam during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header of two (2) poyflux 140h during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.